Event description:
On (B)(6) 2011, the pt reported e8 (power interrupt) was displayed on the infusion device. She inserted a new battery and used a new battery cover but was unable to clear the error. The pt was assisted with switching to her backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Preliminary eval of the infusion device found that the down button is always active.